Event description:
It was reported that during a ptca procedure, prior to insertion into the pt, resistance over the guide wire was felt resulting in balloon tip sepatation.

Manufacturer narrative:
Evaluation summary quality assurance revealed that soft tip was detached from the distal tip of the balloon. Both the remaining distal tip and the detached tip had a jagged edge. Quality engineering was unable to determine a specific root cause for this product issue; however, it is possible that it is related to the outer diameter of the guide wire used. The tip may have been weakened from interference with a large diameter wire, which possibly increased interference on the tip. Previously returned guide wires have measured above .015", and the rocket is designed for use with a .014" guide wire. Quality engineering concluded that the rx rocket met product specifications, and that no corrective action is warranted at this time. A review of the device mfg records for this product lot did not reveal any nonconformity associated with this device. As part of quality process all rx rocket dilatation catheters are checked for tip clearance and guide wire movement. This MDR is considered closed.